Event description:
While attempting to pre-charge the zoll x series defibrillator on a cardiac arrest prior to a pulse/rhythm check, the monitor's "energy select" function would not pop up to pick a joule setting. The monitor however, did allow for multiple energy selection and charge dumps prior to this incident. The battery was double checked to be in all the way as well as matching battery life from both the battery and the monitor. The battery was in place and both battery lives matched up. The time for a pulse/rhythm check came and the pt was in v-fib, but could not received a shock due to the inability to select a joule setting. CPR was continued and the same battery was taken out and put right back in . The monitor was turned back on and the battery still would not display a joule setting screen. At that time I swapped the battery with the spare and the monitor which worked normally after. The battery was swapped with (B)(6) on scene after the call. FDA safety report ID# (B)(4).